Event description:
(B)(4) study. Same case as 2134265-2012-00997. It was reported that following a coronary artery treatment procedure the patient developed angina and restenosis. Lesion 1 was located in the proximal left circumflex with 80% in-stent restenosis and was 25mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50mm x 32mm taxus liberte stent spanning both pre-existing stents with 0% residual stenosis. The physician had planned to treat the lad in near future. The patient was discharged on aspirin and prasugrel. The staged procedure was performed in (B)(6) 2010. Selective coronary cineangiography of the lad revealed a greater that 90% stenosis in the lad just after the takeoff of the diagonal branch. Lesion 2 was located in the mid left anterior descending artery with 90% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with predilatation with a 2.25 x 20mm maverick balloon followed by placement of a 2.50mm x 32mm taxus liberte stent. Following deployment of the study stent, there was some spasm just distal to the study stent. This was treated with administration of intracoronary nitroglycerin. Subsequently, there was some jailing of the ostial diagonal noted. This was further treated with balloon dilatation at the ostium of the diagonal. Following balloon dilatation there was less than 30 to 40% residual stenosis in this region. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011,the patient presented with exertional bilateral jaw discomfort. The proximal left circumflex was treated with a 2.5 x 16mm cutting balloon angioplasty with 0% residual stenosis. The mid left anterior descending (mid lad) artery was treated with thrombectomy using a non bsc thrombectomy catheter (transluminal extraction arthrectomy) followed by balloon angioplasty within the pre-existing mid lad stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).